Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reload the existing cartridge and resumed insulin therapy. It was also reported that a cartridge change error occurred. Customer's blood glucose level was 152 mg/dl. It was also reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. A new cartridge was loaded, and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.